Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was examined by our field service engineer. It was found functioning properly and no parts were replaced. The logs confirm the occurrences as reported. The logs contain four system shutdowns ¿ shown as watchdog resets quickly followed after 7 seconds by warm start-ups ¿ that indicate that the monitoring subsystem is restarting during ventilation. This is visually observed as the display content is disappearing and then reappearing. This process takes a few seconds and will not affect ongoing ventilation. This can be perceived as a ventilator shutdown but ongoing ventilation is uninterrupted and continues with the set parameters and alarm limits. The logs confirm this in the fact that ventilation continued for about 26 hours after the first monitoring subsystem restart until the ventilator was turned off using the on/off switch after the third monitoring subsystem restart. The logs start with ongoing ventilation 2 days before the first monitoring subsystem restart; therefore, it is unknown when ventilation was started. The logs also show that the last pre-use check was performed 6 days before the first monitoring subsystem restart and contains no other pre-use check. The cause of the reported monitoring subsystem restarts have not been determined but they did not lead to stop of ventilation. The occurrence indicates a detected error that the ventilator self-rectifies. According to the hospital, the death of the patient is not believed to be related to the failure. The patient died of a cardiac arrest on the replacement ventilator that was reported by day staff, as appeared to be working within normal parameters until patient¿s untimely death.

Event description:
It was reported that the ventilator shutdown twice completely both monitor and patient unit.. After the second shutdown the patient was bagged and the ventilator was replaced. The patient died of a cardiac arrest one hour after being connected to a replacement ventilator. Manufacturer's ref. #: (B)(4).